Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0lb5g, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that the initial wire broke, of which resulted in a revision. This had occurred shortly after implant in (B)(6) 2015. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine if a cause of the wire breaking had been determined.